Event description:
Noise on right atrial lead. Patient will be brought in and evaluated. Lead currently remains implanted. Update - low impedance was noted with probable noise. There is a generator changeout scheduled for (B)(6) 2016, where it is believed the patient will get a new atrial lead.

Manufacturer narrative:
On (B)(6) 2016 - this lead was capped today and not replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.